Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device had missing end cap sticker.

Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was over 300mg/dl. The caller stated that the insulin pump alarmed, and insulin squirted out. The customer mentioned that the drive support cap was protruded. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.